Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified that the display was flickering. Fsr replaced the display and checked operation. The unit operated according to manufacturer specifications. The defective part was returned to the manufacturer for further testing and evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the screen on the 4 inch roller pump went blank. They still continued to use the pump, it was still controllable using the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review: the local display of this small roller pump blanked during cpb. The pump speed was able to be controlled and managed by ccm slider and pump information was displayed on the ccm. The pump was not changed out as all functionality was intact. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a blank display. The pst replaced the customer display board with a lab use only (luo) display board, which enabled the display assembly to function properly determining that the display board is defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.